Event description:
The initial reporter alleged low specificity of the htlv elecsys e2g 300 assay on the cobas e 801 analytical unit, as reported by five blood bank customers.

Manufacturer narrative:
Patient samples were collected over a longer period of time by two blood banks and analyzed at the investigation site. All patient samples were tested using the htlv elecsys e2g 300 assay, and the innolia score htlv-I/ii was used as a confirmation method. The investigation determined that the elecsys htlv-I/ii assay performed within specifications. A review of calibration and quality control data from multiple customer sites confirmed that all results were within expected ranges. Specificity calculations conducted across different laboratories were consistent with the specificity stated in the assay's method sheet. False reactive results are acknowledged as a known limitation of the assay, as outlined in the method sheet under clinical specificity. The root cause of the reported event was attributed to the inherent limitations of the assay's specificity. The device remains in operation at the customer site.